Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented after receiving a shock. Upon interrogation it was noted that the patient has received multiple shocks due to morphology changes. Upon review of the data it was found the current r wave amplitude was very small and t wave oversensing occurred. Review of the data found that the patient had received a previous inappropriate shock six months earlier due to t wave oversensing, but was a true ventricular tachycardia (vt) with a wide complex morphology. The shock did convert that rhythm. Then one month later another inappropriate shock occurred due to t wave oversensing with low r wave amplitude and reprogramming of the sensing vector occurred. It was noted that the patient is diabetic and on dialysis with a high potassium level. Boston scientific technical services (ts) recommended keeping the sensing vector that is currently programmed due to previous inappropriate therapies in other vectors. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.